Event description:
It was reported to philips that the x-ray exposure was not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the surgery for congenital heart disease. The customer moved the table and detector manually to complete the surgery. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem that the table movement was faulty; no radiation failure occurred. Fse checked the logfiles and found the force sensor had been activated for a long time. Upon calibration, fse identified that the force sensor was defective and replaced it. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the surgery for congenital heart disease. The customer moved the table and detector manually to complete the surgery. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem that the table movement was faulty; no radiation failure occurred. Fse checked the logfiles and found the force sensor had been activated for a long time. Upon calibration, fse identified that the force sensor was defective and replaced it. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The serial number, product UDI, reporting address line 1 and the reporting address city have been updated.